Event description:
Reported status: serious injury/permanent damage. Reported rationale: separated guide wire portion remains in the pt. Device issue: guide wire separation. It was reported that upon attempting to switch from the whisper guide wire through the balloon catheter, a fragment of the whisper guide wire broke off and persisted in the right posterior tibial artery. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - guide wire tip separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being pulled over or over torqued typically requires the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. In this case, the reported use with a catheter within a tortuous anatomy may have caused resistance, and attempts to move the guide wire in this trapped state may have caused the reported tip separation.